Event description:
An anonymous consumer reported that her grandson accidentally ingested an unspecified amount of efferdent denture cleansing tablets - formulation unspecified (potassium monopersulfate, sodium perborate monohydrate) once in jan 2006 thinking it was alka-seltzer. After ingesting the product, he was taken to the emergency room and was diagnosed with appendicitis. The consumer was admitted and scheduled for surgery. It is unknown if the event persisted. The consumer requested no further contact.